Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 7 year old male subject had a device [possible] related adverse event with a diagnosis of severe hyperglycemia. The subject recovered without sequela on (B)(6) 2019. High glucose value of 409 mg/dl and ketones of 1.9 reported. Resolved with bg of 286 and ketones of 0.08. No further information available.